Manufacturer narrative:
(B)(4). Batch # t5aa06. Investigation summary: the analysis results showed that two ecr45d reloads (a and b) were received. The reloads were received with no apparent damage and fully fired. As the returned reloads were received fully fired, no functional test could be performed due to the condition of the reloads. The analysis results showed that one ecr45d cartridge reload (c) was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. One photo was provided; the picture shows tissue with several staples on it. Four staples appears to be not fully formed. Based on the unformed staples noted on the photo, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a radical resection of upper left lung cancer procedure, when severing the lobe of lung, after fired, it was noted staples were malformed with irregular shape on the specimen side. There was no patient consequence reported. No additional information can be provided.